Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned and limited information was provided.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 56 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage e shock. The patient's underlying medical history was not shared. The pump was supporting when on day 4 there were signs of hemolysis. The urine was red and to remedy the issue the team lowered the p level from p6 to p5 and the urine color began to clear. The plasma free hemoglobin was noted to be <30 mg/dl. The pump remained on for 7 days and was then weaned and explanted. The patient survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
The device was explanted and discarded. Follow up information noted that the pump was working as intended throughout explant with no signs of a malfunction or harm to the patient in anyway. The patient is doing very well post explant. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 catalog number and d4 serial number were corrected accordingly.